Event description:
Customer reported fluid leaked from a hole in the pump segment during an infusion. No pt harm or med intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.